Event description:
During a routine training session using the device by a clinician, the pacer output current value would not increase as the control knob was adjusted. The complainant indicated that there was no pt involvement in the reported malfunction.